Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "granuloma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and granuloma.

Event description:
Healthcare professional reported "capsular contracture baker grade IV ". Additionally, "hyalinized conjunctival capsule dense peri prosthesis of the right breast." And "histiocytic and gigantocellular reaction to silicone¿ were reported. The events of ¿seborrheic keratosis of the acanthotic and hyperkeratotic types, inflamed on the skin of the region on the right¿ ware not device related. The device was explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of inflammation/irritation, granuloma and capsular contracture was reviewed on december 08, 2023. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade IV ". Additionally, "hyalinized conjunctival capsule dense peri prosthesis of the right breast." And "histiocytic and gigantocellular reaction to silicone¿ were reported. The events of ¿seborrheic keratosis of the acanthotic and hyperkeratotic types, inflamed on the skin of the region on the right¿ ware not device related. The device was explanted.